Manufacturer narrative:
The damage found was sustained during the surgical procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other: device evaluation anticipated but not yet begun.

Event description:
It was reported that five days post implant, there was an increase in threshold and sensing decreased. The lead was explanted and replaced when repositioning was unsuccessful.